Event description:
As reported by the field clinical specialist, approximately 3 years, 9 months, 10 days post transfemoral tavr procedure with a 23mm sapien 3 ultra valve, the valve presented stenosis. The patient underwent a successful valve in valve procedure with a 23mm sapien 3 ultra resilia valve.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Additional information added to b5 and h6 due to medical records received.

Event description:
Per medical records received, the patient was admitted with congestive heart failure with dyspnea and recent falls. Examination determined the patient had stenosis of the tavr. A tte performed around the time of the events noted severe prosthetic valve aortic stenosis, with an ava of 0.38cm2, peak gradient of 65mmhg, and a mean gradient of 36mmhg. The patient underwent a valve in valve with a 23mm sapien valve. Post deployment gradient was 15mmhg and the effective orifice area was 1.2cm2.

Manufacturer narrative:
Correction to h6 based on additional investigations. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). Available information suggests patient factors likely contributed to the event as medical records stated the patient has a medical history of relevant comorbidities (diabetes mellitus, hyperlipidemia). Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.